Event description:
A complaint was received from a customer that reported that the customer's blood glucose readings were not correct when using excel off brand reagent strips. The customer stated that in 2001 the customer had a blood glucose reading of 95 mg/dl and less than 20 minutes later at the hospital a blood glucose test was 119 mg/dl (method unknown). Another example were readings of 320 mg/dl and a short time later 160 mg/dl. While on the phone a review of the system was conducted. Electronic checks were performed and were satisfactory. The customer was told that bayer does not provide or support the use of an off brand reagent. Additional supplies were provided to the customer and the customer was told to contact the company's 24/7 customer service group if there were any additional problems or concerns.